Event description:
The customer reported to philips healthcare that the heartstart mrx displayed a message advising the external power was disconnected. The power cord was replaced; however, the message did not disappear. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.